Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they were in the hot tub with insulin pump and it started giving critical pump error. Customer reports they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. On the other hand, after further review of the device¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and electrical board has some corrosion on the pins of the lcd flex connector. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it did lock into place properly.